Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the guide catheter naviflex rx delivery system was completely detached from the push catheter. The procedure was completed with another of the same device. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, the guide catheter naviflex rx delivery system was completely detached from the push catheter. The procedure was completed with another of the same device. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: an advanix with a naviflex rx delivery system was received for analysis. Visual inspection revealed that the guide catheter was detached. However, after a destructive test, it was observed that the hypotube was also detached from the pull wire. Additionally, the guide catheter was kinked. No other damage noted on the device. Product analysis confirmed the reported event of guide catheter breakage. The reported event and the observed damages during investigation were most likely due to procedural factors. It is possible that the tortuosity of the procedure, the technique used by the physician, the amount of applied force, and the manner in which the device was manipulated during the procedure contributed to the kinking and detachment of the guide catheter and pull wire. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.